Manufacturer narrative:
Patient ID and weight were not provided for reporting. Date of event is unknown. This report is for three (3) unknown cortex screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for three (3) unknown cortex screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient was implanted with one (1) 2.4mm variable angle-locking compression plate (va-lcp) volar rim distal radius plate, six (6) 2.4mm variable angle (va) locking screws and three (3) 2.7mm cortex screws. On june 1, 2018 patient underwent removal surgery because as per the surgeon, the plate was placed too distal and was worried that it would cause patient issues. The hardware was removed successfully. Patient outcome was reported as good. This report is for three (3) unknown cortex screws. This is report 3 of 3 for (B)(4) .